Event description:
It was reported that: "during a case the oxygen flow stopped. The user tried to turn on back-up cylinder, but the cylinder wrench was missing. But by time doctor went back to pt to begin with an ambu, oxygen flow had returned. Continued case with no pt injury."